Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 165, 172, 191, 147 and 151 mg/dl. Customer was also concerned with meter to meter comparison test results of 161 mg/dl using meter and 125 mg/dl using doctor's device. The customer's expected fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 210 mg/dl and 222 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/21/2020 and test strips were opened two-three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).